Manufacturer narrative:
The device has seemingly been explanted but was discarded by facility prior to returning. Furthermore, lenstec can also confirm that all production records met process controls and final inspection criteria.

Event description:
Lenstec received an email from stating " original lens hd +22.0 implanted and patient was experiencing anisometropia. Removed lens and implanted hd +19.0 without need for stitches to retian th elens and no adverse event for the patient.

Manufacturer narrative:
The device has seemingly been explanted but was discarded by facility prior to returning. Furthermore, lenstec can also confirm that all production records met process controls and final inspection criteria. Based on the review of the batch documentation conducted, lenstec can confirm that all procedures in the manufacturing of the device were conducted correctly, and the quality of the lens is not at fault. The lens was within the tolerance range for +22.0d.

Event description:
Lenstec received an email notification stating 'original lens hd +22.0 implanted and patient was experiencing anisometropia. Removed lens and implanted hd +18.0 without need for stitches to retain the lens and no adverse event for the patient'.